Manufacturer narrative:
(B)(4). D10: 010002726 item name g7 36mm ball impactor lot # zb6660481 010002725 item name g7 32mm ball impactor lot # zb161101 the product has been received by zimmer biomet. The investigation is currently in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the impactor threads were damaged which led to damaged monoblock g7 impactor. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 g3 g6 h2 h6 h11 visual examination of the returned product identified the strike plate of the shell inserter handle has indentations to the face and underside. The threads of the device have been damaged. Review of complaint history identified additional similar complaints for the reported item and part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.